Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular lead helix was bent due to multiple repositioning attempts. The lead was not used and replaced. The patient was in stable condition.